Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that a device leak and implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure devices was implanted on (B)(6) 2025. The patient had a computed tomography (CT) scan and imaging showed a 4-5mm leak. According to the physician a movement or shift of the implant was noted from the index procedure to follow up. The plan is to get a transesophageal echocardiography (tee) to further confirm whether is the leak significant or not. The patient will stay on oral anticoagulation (oac) until further examination tee.